Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy procedure. The suturing device was being used for the cuff closure. The needle broke and fell into the cavity of the patient. The needle was retrieved with graspers. There was no patient harm. The patient outcome has no injury.